Event description:
It was reported that the patient experienced an increase in seizures. The device was noted to be at ifi=yes a month prior, but the patient was stated to be clinically worse than what the battery status indicator would suggest. The relation of the increase in seizures to vns was otherwise not conveyed. There was also concern about the life span of the battery before it reached ifi. It was indicated the patient had significant bowel surgeries while implanted with the generator. However, whether these surgeries actually did contribute to premature battery depletion has not been confirmed to date. The generator replacement surgery occurred on (B)(6) 2016. The facility does not return explanted products, so product return attempts could not be made. The generator device history record was reviewed and found all specifications were met prior to distribution. The internal device data for the available date ((B)(6) 2015) at the time of the report was reviewed. No anomalies were noted. The generator showed only a pulse enabled status. The charge consumed value was 21.072%. The battery voltage was 2.931 v and showed a 100% indicator (ifi=no). Attempts for additional pertinent information have been unsuccessful to date.

Event description:
Programming history and internal device data from (B)(6) 2016, the date of surgery, was reviewed. System diagnostics indicated ifi=yes on (B)(6) 2016. According to internal device data, on (B)(6) 2016, battery voltage was 2.728 v and 51.685% of the battery was consumed. No additional relevant information has been received to date.